Event description:
It was reported that the inner sheath had a ceramic seals was cracked. The issue occurred during reprocessing. There were no reports of patients¿ harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. It was likely caused by a component failure of the sealing ring. The sealing ring failure is mechanical component problem. The most likely cause is worn and tear from repeated use. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.